Manufacturer narrative:
A review of the device history record had been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and did not confirm the original system error issue, but the abrupt loss of power was confirmed which was reportable.

Event description:
On (B)(6) 2024, infutronix received the device for further evaluation. The original complaint was that the pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment.